Event description:
The patient presented to the surgeons initially with rectal bleeding. At this time a flexible sigmoidoscopy identified a recto sigmoid polyp approximately 11mm in size. A full colonoscopy was scheduled for (B)(6) 2010. During the colonoscopy, the insertion phase went well despite suboptimal bowel preparation. Some erythema and small mucosal bleeding was observed at the cecum by the physician and was believed to not be from trauma. In an effort to exclude underlying inflammatory bowel disease, biopsies from the cecum, transverse and left colon were taken with cook endoscopy captura biopsy forceps without spike. During the withdrawal phase, the endoscopic suction was not functioning well. Additional suction was attempted but the abdomen became more distended and the patient started complaining of abdominal pain. The physician and attending staff went through various maneuvers in an attempt to unblock any potential blockage. This was partially successful but they managed to complete the procedure. Rectal polypectomy with a snare was uneventful and successful during this procedure. In the recovery area, the patient was subjected to observation every 15 minutes due to potential complication. Approximately 2 hours after the procedure the abdominal distension had not improved and the patient remained in discomfort. The patient was admitted to the hospital for overnight observation. A gastroenterology physician conducted a reexamination and noticed, in addition to the abdominal distension, that bowel sounds were not present. The gastroenterologist did not believe a perforation was present but planned on speaking with the surgical team for review. An urgent CT scan of the abdomen and pelvis was performed. The CT scan confirmed perforation and surgery was scheduled for that evening. Surgery revealed a self sealed 3mm serosal tear at the cecum which was oversewn. The surgical findings indicated it was thought to be due to pneumatic perforation (pneumatic = related to air). The physician that performed the colonoscopy indicated the following scenarios as possible explanations to what might have happened: it may be possible that the biopsy used at the cecum for biopsy might have caused a small tear, and the inability to suction air due to malfunction of the machine meant an increase in the intraluminal pressure forced even more air into the peritoneum. The physician concluded that the patient had a small cecal perforation as a complication of the colonoscopy. The complication was identified quickly and was managed appropriately. The patient made a full recovery and hopes to be discharged from the hospital in the next few days. After seeing the nurses' report and the physician's report, the lead endoscopist physician concluded that the combination of suction failure plus the biopsy taken in the cecum using cook forceps would have resulted in the bowel perforation. A section of the device did not remain inside the patient's body. A perforation was confirmed via CT scan and surgery. The patient required hospitalization and surgical repair of the perforation. Other than what is described above, no patient adverse effects occurred.

Manufacturer narrative:
The information in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in (B)(6). (B)(4). Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. One unused device from the lot number said to be involved was returned for evaluation. The unused device was returned to the forceps supplier for evaluation. The supplier provided the following evaluation information: the unused device tip was measured and found to meet all specifications including proper mating of the jaws. The supplier reviewed the device history records for this lot number and confirmed all inspection steps and operations were completed to requirements. The supplier indicated that all forceps are 100% inspected for proper operation prior to packaging. No deviations from specifications or processing for the device were found by the supplier. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. A review of the 12 month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: perforation is listed in the instructions for use as a potential complication associated with gastrointestinal endoscopy. The size of tissue sample or biopsy to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported observation. The instructions for use direct the user to advance the forceps into the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user is instructed to maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from the site. Prior to distribution, all captura biopsy forceps without spike are subjected to a visual inspection and functional test to ensure proper workability. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: the appropriate personnel have been made aware of this type of occurrence in an effort to heighten awareness. No further action taken at this time. This involves an inherent risk of the procedure. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.